Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. A male patient reported the injection button of his humapen luxura device could not be pushed down. He experienced abnormal blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) male patient of han nationality. Medical history included acute (B)(6). Drug adverse reaction history and family drug adverse reaction were none. Concomitant medication included acarbose use for diabetes mellitus. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) injections (humalog mix50) from cartridge single dose twice daily, subcutaneously, for treatment of diabetes mellitus, beginning in 2016. On an unknown date, insulin lispro protamine suspension 50%/ insulin lispro 50%, he developed a condition that the blood sugar could not be controlled (no values or units provided). He noted that the injection button on his reusable humapen luxura (burgundy) could not be pushed down ((B)(4)/ lot number unknown). So in 2017, he was hospitalized for treatment and switched to insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) from cartridge via a reusable luxura (burgundy) pen, morning 14 units, night 12 units, twice daily, for treatment of diabetes mellitus, beginning in 2017 according to the doctors advice. After using insulin lispro protamine suspension 75%/ insulin lispro 25%, because he did not eat food or forgot to inject insulin lispro protamine suspension 75%/ insulin lispro 25%, the fasting blood sugar was on the high side, and the fasting blood sugar measured at 3 pm in the morning reached 7-8 (no values or units provided). Additionally, he had not injected insulin lispro protamine suspension 75%/ insulin lispro 25% for more than half a month for an unknown reason and the fasting blood sugar value reached 8-9 or 9-10 (units not provided). No other information was known. Information regarding corrective treatment, hospitalization details and events outcome were not provided. Therapy status of insulin lispro protamine suspension 50%/ insulin lispro 50% after discontinuation was unknown and therapy status of insulin lispro protamine suspension 75%/ insulin lispro 25% was not provided. The operator of the humapen luxura (burgundy) and his/her training status was not provided. The humapen luxura (burgundy) model duration of use and the reported humapen luxura (burgundy) duration of use was 1.5 years. Action taken with humapen luxura (burgundy) pen and its return status was not provided. The reporting consumer did not provide the opinion of relatedness between the events and insulin lispro protamine suspension 50%/ insulin lispro 50% or insulin lispro protamine suspension 75%/ insulin lispro 25% therapy or the humapen luxura (burgundy). Edit 03aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 08-aug-2018: additional information was received on 06-aug-2018 regarding product complain number. No medically significant information was received and the pc was processed. No other changes were made in the case. Update 09aug2018: additional information received on 09aug2018 from the global product complaint database. Recoded the suspect humapen unknown device to a humapen luxura (burgundy) device. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4) associated with an unknown lot of a humapen luxura (burgundy) pen. Corresponding fields and narrative updated accordingly.